Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed during testing. The device's blower motor, blower bellows, machine flow sensor, internal tubing and muffler assembly were replaced due to contamination.